Event description:
The customer reported a leak at the probe of the coulter act diff analyzer. The customer reported that a few drops of fluid leaked and was not contained within the instrument. The customer was wearing gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and observed a leak at the probe. The fse replaced the peristaltic pump tubing and the red blood cell (rbc) filters to resolve the leak. The fse also discovered that the front door was loose due to wear and tear on the hinges. The fse found screws for the door and secured the door. The fse stated that this repair was incidental and was not related to the leak. (B)(4).